Manufacturer narrative:
H11: the device was received for evaluation with an amia connector. A visual inspection with the naked eye noted a separation between the female connector and main body. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The amia connector was connected and disconnected with no issues; therefore the reported connection issue was not verified. The cause of the separation was related to inadequate solvent application between the female connector, insert chip, and main body during the manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of the amia pd cycler set could not be disconnected from the female connector of the minicap transfer set. This occurred after use of the devices for peritoneal dialysis therapy. The transfer set had been in use for one week and was replaced as a result of the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.